Manufacturer narrative:
Batch review performed on 3 july 2019: lot 172821: (B)(4) items manufactured and released on 13-jul-2017. Expiration date: 2022-06-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed after 1 year and 9 months after the primary due to knee stiffness. The surgeon revised the 12mm poly with a 10 mm poly and the surgery was completed successfully.